Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('outer and inner coil were visualized, and these were grasped with the graspers and pulled through the hysteroscopic port and unfortunately it did break') and menorrhagia ('menorrhagia'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst, uti, amenorrhea, threatened abortion, gestational diabetes mellitus, headache, dysuria, liver enzyme abnormal, drug hypersensitivity, menorrhagia, anemia and d & c. Previously administered products, included for an unreported indication: abx, depo provera, vicodin, zofran, belladonna, ibuprofen, necon and augment. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), iron deficiency anaemia ("anemia") and device expulsion ("on the right fallopian tube site inside the uterus, the coilsas well as the outer and inner coil were visualized"). The patient was treated with surgery (d and c and operative laparoscopy with bilateral salpingectomy and removal of bilateral essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion, iron deficiency anaemia, menorrhagia and pelvic pain to be related to essure. The reporter commented: right ostium: trailing coils in uterus 13, left ostium: trailing coils in uterus 1. Date:(B)(6) 2017, procedure performed: operative laparoscopy with bilateral salpingectomy. And removal of bilateral essure devices with the left essure being removed through the laparoscopy port and the right essure was removed hysteroscopic removal, hysteroscopy d&c . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, confirm tubal occlusion from essure coil placement. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('outer and inner coil were visualized and these were grasped with the graspers and pulled through the hysteroscopic port and unfortunately it did break') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, uti, amenorrhea, threatened abortion, diabetes mellitus, headache, dysuria, liver enzyme abnormal, drug hypersensitivity, menorrhagia, anemia and d & c. Previously administered products included for an unreported indication: abx, depo provera, vicodin, zofran, belladonna, ibuprofen, necon and augment. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), iron deficiency anaemia ("anemia") and device expulsion ("on the right fallopian tube site inside the uterus the coilsas well as the outer and inner coil were visualized"). The patient was treated with surgery (d and c and operative laparoscopy with bilateral salpingectomy and removal of bilateral essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion, iron deficiency anaemia, menorrhagia and pelvic pain to be related to essure. The reporter commented: right ostium : trailing coils in uterus: 13. Left ostium: trailing coils in uterus: date: (B)(6) 2017. Procedure performed: operative laparoscopy with bilateral. Salpingectomy and removal of bilateral essure devices with the left essure being removed through the laparoscopy port and the right essure was removed hysteroscopic removal, hysteroscopy d&c. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirm tubal occlusion from essure coil placement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.